Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with right ventricular lead noise that led to inappropriate anti tachycardia pacing. No resolution was reported and the patient was stable.

Event description:
New information received on (B)(4) 2019, indicates that the patient presented for a lead replacement procedure on (B)(6) 2019. The right ventricular lead was capped and replaced. The patient was stable before, during, and after the procedure.